Manufacturer narrative:
The customer reported that the unit was locking up during opcheck. The unit was evaluated at philips, and the failure was confirmed. Replacing the power pca resolved the issue.

Event description:
The customer reported that the unit was locking up during opcheck.